Manufacturer narrative:
Other relevant device(s) are: product ID: enlw1613c120ee, serial/lot #: (B)(4), ubd: 08-mar-2012, UDI#: (B)(4); product ID: enew2020c80ee, serial/lot #: (B)(4), ubd: 23-feb-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 58mm abdominal aortic aneurysm. Proximal neck diameter was 19mm, proximal neck length 26mm with moderate tortuosity reported for both iliac arteries. It was reported approximately 9 years post the implant procedure CT identified an unknown type endoleak. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Event description:
The endoleak was confirmed to be a type ii endoleak in the lumbar region.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.